Event description:
It was reported by the rep that the device was used during a sigmoid colectomy. It was reported the ets flex did not fire after the first reload was inserted into the device. Unfortunately, the reload (tr35w) could not be retrieved form the sharps container. There was no consequence to the pt.